Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of device memory indicated that a charge timeout error and a lead impedance error were due to electrical overstress on the high voltage capacitor flex circuit preventing the capacitors from charging. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead. The clinical observations were induced by twiddlers syndrome resulting in the electrode being wrapped around the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received a shock(s) and a manual impedance test produced a message that an impedance value could not be retrieved. Additionally, the device displayed a charge time error due to a high voltage charge. X-ray revealed that the electrode was completely wrapped around the device. A boston scientific technical services consultant informed the caller that therapy can no longer be guaranteed and the system should be replaced. The system was removed from service and replaced. No additional adverse patient effects were reported.